Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that unstable speed occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotalink plus was selected for use. After setting up the system, normal rotation was performed to adjust the rotational speed up to 180,000 rpm, however it was noted that the rotation was irregular. The speed would increase and decrease and abnormal sound can be heard so preparation was discontinued. Set up was then again performed, however the same issue occurred. The device was then not used and the procedure was completed with another of the same device. No patient complications were reported.